Event description:
It was reported that patient underwent right elbow arthroplasty approximately five years ago. Subsequently, the patient was instructed to use a walker and was revised two months later on (B)(6) 2015 due to polyethylene wear of the ulna bearing. The use of the walker is believed to have contributed to the wear. The ulna bearing and condyle kit were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: "patient must avoid placing excessive loads on the implant."